Event description:
It was reported to boston scientific corporation that a truetome 44 was checked on october 25, 2022. Upon checking the unit, it had a broken cutting wire. There was no procedure involved and the device was not used in the patient.

Manufacturer narrative:
Block h6 (device codes): medical device problem code a0401 captures the reportable event of cutting wire broken. Block h2 (additional information): block d7a and block h8 have been updated based on the additional information received on november 7, 2022.

Manufacturer narrative:
(B)(4).

Event description:
It was reported to boston scientific corporation that a truetome 44 was checked on (B)(6) 2022. Upon checking the unit, it had a broken cutting wire. There was no procedure involved and the device was not used in the patient.